Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported insufficient heating was traced to a user error.

Event description:
During the procedure, the generator would not reach the appropriate temperature and the procedure was cancelled. There were no adverse patient consequences. During further troubleshooting, the issue was noted to be user related.

Event description:
During the procedure, the generator would not reach the appropriate temperature and the procedure was cancelled. There were no adverse patient consequences.